Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shock impedance measurements reaching out of range. This device system remains in service and will resume normal follow ups. No adverse patient effects were reported.